Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician could not implant the atrial lead at an ideal fixed position as the patient atria was too large for the passive leads. There were no electrical anomalies. The lead was not used and a new lead was implanted instead. The patient condition is okay.

Manufacturer narrative:
Analysis was normal. No anomalies were found.